Manufacturer narrative:
Unable to confirm serial number. Phone failed electronic submission (B)(6).

Event description:
The customer reported having a problem with the blood pressure readings. According to the customer, when using it on a new patient, the device is showing the old blood pressure results from the previous patient. The device was in clinical use at the time the reported issue was discovered. No adverse event involving a patient or user was reported by the customer.